Event description:
Customer reported an over infusion of propofol: 100 ml bottle was hung around 0100 to infuse at 20 mcg/kg/min (16.3 ml/hr) with vtbi 80 ml. About 45 minutes later the pump was alarming, there was air in the line, and the bottle was empty. The pt was already intubated and had no harm to respiratory status or bp. Testing of the pump module by the biomed initially showed no issue with rate delivery, but when tested with the event set it showed intermittent periods of free flow, including after the device was turned off. Although requested, no further pt/event info is available. There was no harm to the pt or medical intervention.

Manufacturer narrative:
(B)(4). Customer has provided event logs and data set. Customer has also indicated that product will be returned but has not been received yet. A follow up report will be submitted once the investigation has been completed.